Manufacturer narrative:
On 5/26/2020, mentor became aware that patient also experienced nickel toxicity poisoning. Hence, patient code "toxicity" has been added to field h6. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2023, it was decided to remove autoimmune disorder, and breast pain codes, and add generalized illness to more accurately capture the reported event. H6 health effect - clinical code e2402: generalized illness this supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4) code update to generalized illness per cliician's review

Manufacturer narrative:
On january 17, 2023, mentor became aware that correct date of implant received was inadvertently not reported on the previous correction follow up report 3. It has been updated on this form under field d6a. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4), d6a date of implant correctly updated.

Manufacturer narrative:
Additional information received on january 18, 2023 was reviewed by the clinician and generalized illness symptoms experienced by the patient were immune dysfunction, neuropathy, inflammation, bacterial cellulitis of the left eye, angiomatosis of the small bowel, cataracts, fatty liver, metabolic syndrome, obstructive sleep apnea, eczema, gallbladder stones, oral ulcers, infections, weight gain, small bowel bacterial overgrowth disease, and pain. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on february 23, 2023 was reviewed by the clinician and it was decided to remove generalized illness and add autoimmune disorder under field h6 due to lupus, raynaud¿s phenomenon, immune dysfunction, neuropathy, inflammation, bacterial cellulitis of the left eye, angiomatosis of the small bowel, cataracts, fatty liver, metabolic syndrome, obstructive sleep apnea, eczema, gallbladder stones, oral ulcers, infections, weight gain, small bowel bacterial overgrowth disease, and pain reported. Reason for device explant and/or reoperation: left autoimmune disorder, toxic reaction, and rupture. H6 health effect - clinical code e2402: toxic reaction. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on march 17, 2023 was reviewed by the clinician, and symptoms were updated to swelling, extreme fatigue, brain fog, morning stiffness, dry eyes, dry mouth, hair loss, positive ana, blurred vision, memory loss, and fact that the patient almost died. Lupus and raynaud¿s phenomenon, are medically recognized autoimmune disorders. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. On 8/22/2019, mentor received medwatch report mw5088718, and lot number was provided for the right side, and right side being discolored was noted. Per additional information under medwatch, generalized illness was updated to autoimmune disorder, and date of implant was noted to be (B)(6) 2007. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: autoimmune disorder, breast pain, and implant rupture manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported via medwatch report mw5088718 that a (B)(6) female patient underwent unspecified breast augmentation with a 600cc mentor memorygel breast implant on both sides and experienced health concerns post procedure. On (B)(6) 2018 the patient had magnetic resonance imagery and was examined by a physician due to her symptoms. Bilateral breast pain, tenderness, left sided rupture, and tenderness, silicone toxicity, severely disabling lupus like syndrome were all noted. The medwatch report indicated right side material discoloration. As a result, the patient underwent bilateral explantation without replacement on (B)(6) 2019. This report is for the patient¿s left-sided device.

Manufacturer narrative:
Additional information received on january 5, 2024 was reviewed by the clinician, and symptoms were updated to breast cyst, lymphadenopathy. Lupus and raynaud¿s phenomenon, are medically recognized autoimmune disorders. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).